Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer called to report the insulin pump alarmed for button and motor error. Blood glucose reading was 134 mg/dl. The customer did not recall any significant events leading up to the alarm. Advised that the insuiln pump will be replaced. Nothing further reported.